Manufacturer narrative:
Per additional information received on july 21th, 2020, indicated that date of explantation scheduled for (B)(6) 2020. Manufacturer¿s reference number: (B)(4).

Manufacturer narrative:
On september 28th 2020, mentor became aware that the suspect device reported in the previous submission was incorrect. The patient had unspecified 275cc mentor saline devices implanted, which were returned for evaluation as previously reported. The investigation is still in progress. The replacements are as follows: left replaced with cat# 3503251bc, sn# (B)(6), and right replaced with cat# 3503251bc, sn# (B)(6). Since no lot number was provided, no manufacturing record evaluation could be performed manufacturer¿s reference number: (B)(4).

Manufacturer narrative:
On september 17 2020, the mentor failure analysis lab has received the device for evaluation. The analysis has begun but is not complete at this time. When the investigational analysis has been completed, a supplemental report will be submitted. Upon receive of the device the identity of the device became evident as cat#:3503251bc, sn#:(B)(6). Additional information received with the device indicated that patient also had bilateral issue with acquired deformity. Patient underwent bilateral replacements with mentor gel prosthesis. A manufacturing record evaluation is in progress. Once completed, a supplemental report will be submitted. This report relates to left prosthesis. Manufacturer¿s reference number (B)(4).

Manufacturer narrative:
Device evaluation completed on (B)(6) 2020: during the visual evaluation of the device, an area of siltex cracking was observed on the posterior aspect. Additionally, it was revealed a tear within the siltex cracking measuring approximately 0.7 cm. Siltex cracking is defined as a material separation occurring in the siltex layer and can eventually progress through the shell of siltex devices. Siltex cracking is ultimately a result of high stress. Each device is visually inspected during manufacturing to ensure the device meets the required specifications prior to shipment. All the implants are 100% inspected before leaving the facility. There is no evidence that the issue is related with manufacturing. Manufacturer¿s reference number: (B)(4).

Manufacturer narrative:
At the time of this report, mentor has received no information regarding explantation or an expected explantation date. It is unknown at this time if the device will be made available for return. As a result, no product failure analysis can be conducted, and no determination of possible contributing factors can be made. As such, the investigation will be closed. If the complaint device is received in the future, the investigation will be reopened and conducted as appropriate. Since no lot number was provided, no manufacturing record evaluation review could be performed. Reason for device explant and/or reoperation: na. Concomitant products: unknown saline. Manufacturer¿s reference number: (B)(4).

Event description:
It was reported that a (B)(6) female patient underwent an unknown surgery with unknown saline breast implants which the left side deflated after implantation. Patient stated that she is going to replace them with either a gel implant or silicone and have consulted a local, board certified surgeon to do so .at the time of this report, mentor has received no information regarding explantation or an expected explantation date.